Event description:
It was reported that a malfunction occurred on a pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reappears and confirmed their understanding.